Event description:
The customer reported that device displays 'connect paddles' with hands free (hf) adapter connected. Customer tried a new hf adapter with the same result. The device was not being used on a pt at the time.

Manufacturer narrative:
Testing confirmed that the device would not detect paddles connected via the hf (hands-free) adapter. A visual inspection verified that the "connect paddles" message was caused by an internal paddle cable becoming unseated from its connector. Why the cable became unseated could not be conclusively determined, but a possible cause is a shock or physical implact to the device. Additional inspection discovered that the probe input panel was cracked. The probe input panel is a plastic cover that houses connectors for other probe inputs (spo2, co2, etc.). It was concluded that the device was subject to some physical shock or impact that resulted in damage to the imput panel. The damaged panel was replaced. After repairs were completed, the device passed acceptance tests and was shipped back to the customer.